Event description:
Vacuum extraction used for delivery. Baby subsequently had apneic episodes, seizures. Required intubation, computerized tomography scan showed small areas of intracranial hemorrhage and probable anoxic encephalopathy. Electroencephalogram markedly abnormal.